Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status in june. The monitoring voltage was 2.57v and the charge time was 32 seconds.

Manufacturer narrative:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device has not been returned for laboratory analysis. This report will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Technical services discussed whether the patient had undergone a magnetic resonance imaging (MRI) scan, but it was not believed so. The device was included in the mid-life display of replacement indicators advisory. Available information indicates the device remains implanted. This report will be updated if additional information is received.